Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was reusing the cartridge with 30 units of insulin remaining. The customer added 200 units of insulin, and the insulin gauge continued to displayed 36 units. During troubleshooting with tandem technical support, it was confirmed that the customer did not go through the load process for the pump to recalibrate and generate an updated insulin gauge calculation. The customer's blood glucose level was 150 mg/dl. The customer went through the load process successfully and received an accurate fill estimate.